Event description:
The sheath was inserted without issue. The physician was attempting to aspirate and flush the sheath prior to connecting the continuous flush and was drawing back a significant amount of air from the sheath. The issue was unable to be resolved with continued aspiration and the sheath was removed from the patient and was replaced. The cryoablation procedure was completed without further incident. No adverse event occurred.

Manufacturer narrative:
The device has not yet been analyzed. Results of evaluation of returned device will be submitted in a supplemental report.

Manufacturer narrative:
The returned device visually inspected and functionally tested. Visual inspection showed that the device was intact with no apparent issues. Air aspiration was reproduced when a catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.